Event description:
The customer contacted baxter's service center regarding a reload the set 158, which occurred on the homechoice (hc) during prime. The technical service representative (tsr) instructed the hc to cycle the machine. After the hc went to load the set the tsr had the home patient (hp) take the cassette out, inspected the cassette, door, and membrane for scratches, leaks and any debris. The hp revealed there was a leak in the cassette. Tsr instructed the hp to start over with new supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2012 the regarding reported problem. The pd rn stated they just saw the patient on (B)(6) 2012 for their clinic visit. The pd rn stated that the patient is doing fine, and therapy is continuing fine. They do not know the lot number of supplies, or anything about samples. The pd rn would not provide any further information regarding the reported problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. A follow-up MDR will be submitted if additional information is obtained.